Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient¿s blood glucose reached 270 mg/dl while attempting to activate the pod. The needle mechanism did not deploy as intended during activation, as the cannula failed to deploy. The device was not worn.

Manufacturer narrative:
The device was returned with needle mechanism not deployed. Inspection of the needle mechanism and commutator cap found no alarms, timeouts, or any other issues that would result in a needle mechanism failure. However, rotational sensor data provided a false continuity reading during rotation, indicating a problem with the rotational sensor. No visual no issues were noted with the rotational sensor and commutator cap, therefore, could not conclusively determine the cause of the false data or needle mechanism failure.